Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. Device manufacture date: unknown. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter broke off in the patient. This was discovered during use. The following information was provided by the initial reporter: material no: 382534, batch no: unknown. It was reported that the tip of the catheter broke off in the patient which required an additional surgical procedure to have it removed. Event description per email states: message received regarding the insyte autoguard 20ga. His client was injured using this product. Additional details provided by law firm states: 20g IV placed in r forearm of laboring patient placed with adequate blood return, but not able to flush. One removal there was resistance met and once out the catheter was shorter. Suspected it broke up and a piece was retained in the patient. Unfortunately, the patient was injured while delivering her first child... As you can see, a piece of the product broke off in her right forearm, resulting in excessive bleeding and emergency treatment in the labor and delivery room. Due to chronic pain and debilitation to the arm, the patient had surgery to remove the piece of the product from her arm on (B)(6) 2019. Vaginal delivery notes: labor course complicated by defective IV catheter. During IV placement attempt a catheter was removed and noted to be resistant per rn and incomplete on examination. Suspected catheter tip fragment was identified by x ray in soft tissue at insertion site. Pt will have evaluation at a later date to consider removal of this fragment. Site is marked.